Event description:
Pt underwent a diagnostic laparoscopy as an outpatient. An instrument referred to as an acorn valve was "emitted" from vagina two days after procedure. The diagnosis confirmed an incurable disease, endometriosis. Pt did not have insurance so they paid cash for the procedure. Pt remitted an initial deposit of $2,500 the friday before the surgery and on the morning of surgery remitted another $500.0o. One week after the procedure in a meeting with the head nurse and risk mgmt person, pt was informed that there would be no add'l costs as they would be given a 50% discount as they were paying cash. They also expressed their sincere regret and apologized for the "error" of the surgical staff. Pt has since received reported billings showing a total of $5,930.00 and with pt's initial $3,000.00 a balance due of $2,930. There is no credit or reflection of a discount. Also received letters from corporate office stating it was an alleged incident.